Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, the patient reported that approximately two weeks prior, the patient was hospitalized after collapsing, reportedly due to blood glucose levels of approximately 1000 mg/dl. Based on the information provided, (B)(6) 2026 was used as the estimated date of occurrence. No additional information regarding the hospitalization, including symptoms, diagnosis, treatment, length of stay, discharge date, or whether the pod was worn at the time medical attention was sought, was obtained. The call disconnected before further details could be collected, and subsequent callback attempts were unsuccessful. Therefore, it could not be determined whether the hospitalization was related to use of the pod. A supplemental report will be submitted if additional information becomes available.